Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump dispensed insulin out of the tubing during the load step. Prime history revealed short prime volumes since last week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings:during investigation, a review of the pump history showed several no cartridge detected alarms and zero force loss of primes were recorded. The pump rewind, load, and prime steps were preformed successfully with no loss of prime. The force sensor calibration was found to be within required specifications. The pump was opened and there was moisture corrosion found on the force sensor plate and the force sensor flex connector. The issue of a load step malfunction was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.